Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii access & delivery catheter devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the first spyscope ds ii was lost approximately 4 minutes into the procedure. Reportedly, the issue was noted prior to ehl. Initially, the image looks like interference then grey screen with 3 dots and then the image went completely black. The controller was rebooted, and the image reappeared for another 5 minutes; however, the same issue occurred, and the image was lost. The controller was rebooted via power source at back of the controller and image reappeared again for about 5 minutes. A second spyscope ds ii was used and it lasted a bit longer. Reportedly, ehl started and the same issue occurred again. The s-video cable was swapped out and all connections were checked multiple times; however, only 1 stone out of 3 was cleared in 3 hours. The procedure was not completed due to this event and was rescheduled to (B)(6) 2020. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.